Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.

Event description:
It was reported that during a procedure the laser sys displayed an error indicative of a sys malfunction. The sys was no longer able to be utilized, and the physician completed the case with a button (alternative surgical procedure). There was no report of a pt injury.